Event description:
Customer could see the lancet protruding past the end cap when lancet is properly seated in lancet device. No adverse event alleged. A request was made for the return of the device.